Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited variable thresholds during a threshold test. The patient has an underlying rhythm of 40 beats per minute and the output was set to 7.0 volts to confirm capture. Boston scientific technical services (ts) was contacted for troubleshooting assistance and discussed possible causes of variable thresholds. The physician plans to continue to monitor this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header, no other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker and right ventricular (rv) lead continued to exhibit increased threshold measurements where the output had to be programmed high. This naturally accelerated the battery depletion of the pacemaker. The rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.